Event description:
It was reported that during an annual preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the first stage of the drive manifold leak test. The unit did not alarm for the reported malfunction. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
(B)(6). The getinge field service engineer (fse) that encountered the issue replaced the drive manifold assembly and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then cleared for clinical service.

Event description:
It was reported that during an annual preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the first stage of the drive manifold leak test. The unit did not alarm for the reported malfunction. There was no patient involvement, and no adverse event reported.